Event description:
The site reported that at the end of a procedure a chest x-ray was performed and showed the pt had a minor pneumothorax. The pt was released home about half an hour later. No chest tube was required. There was no allegation that the superdimension (sd) system caused or contributed to the pneumothorax.

Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.